Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th feb 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1360p, peek interference screw, sheathed, 6 x 23 mm, its anchor broke during insertion. This was detected during an anterior cruciate ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1360p. There were no patient harm and no secondary procedure needed.